Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on calibration and qc data a general reagent issue could be excluded. The provided instrument alarm trace showed multiple alarms that indicate possible poor sample quality. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer replaced various parts and performed system adjustments. He performed precision testing with acceptable results. He performed a patient comparison on a different analyzer with acceptable results. After service, the customer performed qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for 43 patients tested on a cobas 6000 c (501) module. The initial na results were reported outside the laboratory. The customer performed repeat testing for confirmation. The customer confirmed 43 corrected reports were issued. Below are two examples of questionable na results provided by the customer: on (B)(6) 2021, patient 1's initial na result was 146 mmol/l, and the patient's repeat result on the same analyzer was 138 mmol/l. On (B)(6) 2021, patient 2's initial na result was 161 mmol/l with a data flag, and the patient's repeat result on a different cobas 6000 c (501) module was 138 mmol/l. The customer determined the repeat results were correct. The na electrode lot number was e1852 with an expiration date requested but not provided.